Manufacturer narrative:
On 26 july 2017 the medical affairs performed a clinical evaluation and commented as follows: a metallic fragment of a general instrument got trapped in articulation following tha. The metal debris gave way to grinding and unease; the articulation was ceramic on ceramic and therefore damages were limited. The cause of the revision is obviously the metal fragment and does not lie in the implanted devices. No further clinical consequences should be expected because the damages seem to be limited to the ceramic bearing surfaces. Batch review performed on 26 july 2017. Lot 1411360: (B)(4) items manufactured and released on 05 november 2014. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 27 july 2017 the r&d project manager checked the images received and made the following comment: looking at the images attached to the complaint is clear that a teeth fragments of the charlnley metal blade ref 01.15.10.0041 reamined inside the mectacer liner causing some scratches both on the liner and head surfaces. Form the images it is not possible to understand the root cause of the teeth fracture due the fact that the details of fragment are not visible. A deeper analysis has to be conducted with the visual inspection in order to define which is the root cause of this fracture as soon as the parts will be available. On 31 july 2017 the r&d project manager checked the explanted ceramic components (not registered in the USA) commenting as following: the ceramic liner and ball head were analyzed. It appeared as the inner liner was full of scratches and signs due to the body between the liner and the ceramic ball head. Also on the surface of the femoral head lots of signs were evident. It is not possible to determine the root cause of the event as the metallic fragment of the charlnley metal blade ref 01.15.10.0041 is not available.

Event description:
Revision surgery 1 year and 4 months after primary due to a large blade broken tooth that remained between the head and liner during the primary surgery. The patient heard squeaking noise. The instrument breakage was not revealed during primary surgery.